Event description:
It was reported that the pump was submerged under water and was no longer responsive. Customers blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.